Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: 2007 (B)(6) explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained saline at a concentration of 1 mg/ml with a dose of 1 ml/day. It was reported the surgeon discovered that the catheter was broken at the pump replacement. The friend/family member stated that they couldn¿t fix it. The surgeon recommended filling the pump with saline since he was at a low dose to see how he did and decide later if he wanted the pump removed. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.